Event description:
It was reported to philips that the therapy test failed. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.